Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radiculopathy. It was reported that the patient's implant is taking longer and longer to charge. The patient stated that last night it took 3 hours to charge and the ins is not fully charged, even though they are getting 6-8 bars. The patient asked if it is time for their implant to be replaced since it has been almost 7 years. There was no trauma reported. Patient services reviewed that longevity depends on usage and setting, the patient will need to consult with a healthcare provider (hcp) to check the estimated longevity. The patient stated that this started a couple of months ago in 2017. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) and a consumer. It was reported that the patient called in response to a letter. The patient stated that they met with a manufacturer's representative (rep) at the healthcare provider (hcp) office thinking that they would need to change their battery and the rep was wonderful and reconfigured the battery is charging great. The patient met with the rep on (B)(6). The patient reported their weight at the time of the event. The patient stated that everything is working great. The cause of the ins taking longer to charge was that the battery is 7 years old. The troubleshooting was that the rep adjusted the device. The patient intervention was that they were going to charge more frequently. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.